Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 06/18/2015. The complaint of gaps in data was not confirmed

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report possible gaps in data on (B)(6) 2015. Patient did not report any injury or medical intervention.